Event description:
It was reported that at 2130, the insulin (myxredlin) infusion (100 units in 100ml 0.9% sodium chloride) was dose verified and programmed by the rn and charge rn. The infusion was started at the ordered dose of 0.05 units/kg/hr. As verified by 2 rns. The pump module alarmed "channel error". The IV tubing was clamped and removed from the pump module. New pump module was obtained, infusion was reprogrammed and verified by 2 rns. Thirty minutes later, the pump module alarmed "air-in-line." The IV infusion bag had ran out and 100ml had been given through the pump. The physician and charge rn were notified. The patient's blood sugar level was checked and it was 289mg/dl. IV fluids were then hung as ordered by the physician. Neuro checks, vital signs, and blood sugar checks were done every 15 minutes for 2 hours followed by every 30 minutes for 2 hours and then every hour per physician's order. Patient remained alert and awake, pupils equal, round, and reactive. Vital signs were stable. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at 2130, the insulin (myxredlin) infusion (100 units in 100ml 0.9% sodium chloride) was dose verified and programmed by the rn and charge rn. The infusion was started at the ordered dose of 0.05 units/kg/hr. As verified by 2 rns. The pump module alarmed "channel error". The IV tubing was clamped and removed from the pump module. New pump module was obtained, infusion was reprogrammed and verified by 2 rns. Thirty minutes later, the pump module alarmed "air-in-line." The IV infusion bag had ran out and 100ml had been given through the pump. The physician and charge rn were notified. The patient's blood sugar level was checked and it was 289mg/dl. IV fluids were then hung as ordered by the physician. Neuro checks, vital signs, and blood sugar checks were done every 15 minutes for 2 hours followed by every 30 minutes for 2 hours and then every hour per physician's order. Patient remained alert and awake, pupils equal, round, and reactive. Vital signs were stable. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that at 2130, the insulin (myxredlin) infusion (100 units in 100ml 0.9% sodium chloride) was dose verified and programmed by the rn and charge rn. The infusion was started at the ordered dose of 0.05 units/kg/hr. As verified by 2 rns. The pump module alarmed "channel error". The IV tubing was clamped and removed from the pump module. New pump module was obtained, infusion was reprogrammed and verified by 2 rns. Thirty minutes later, the pump module alarmed "air-in-line." The IV infusion bag had ran out and 100ml had been given through the pump. The physician and charge rn were notified. The patient's blood sugar level was checked and it was 289mg/dl. IV fluids were then hung as ordered by the physician. Neuro checks, vital signs, and blood sugar checks were done every 15 minutes for 2 hours followed by every 30 minutes for 2 hours and then every hour per physician's order. Patient remained alert and awake, pupils equal, round, and reactive. Vital signs were stable. There was patient involvement but no harm.